Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that their current system stopped tracking. No medical intervention was reported. Additional event or patient information is not available.